Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. The end user has been reminded of the proper charging procedures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the end user charged the unit for three hours and observed the unit did not seem to be charging. The end user then let the hlm charge the battery overnight and the battery fully charged, correcting the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a dead battery indicator. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.